Event description:
It was reported that there was right ventricular (rv) lead loss of capture (loc). Subsequently, the patient passed out. Technical services (ts) suggested in-clinic testing. No additional adverse patient effects were reported. Currently, this crt-p system remains in service.